Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that after the sheath was inserted inside the patient, the catheter was inserted and air was pulled out, but air was continuously pulled out, and it seemed that the air was coming from the valve. The catheter and starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. A pump (60ml/h) was used for the irrigation of the sheath. The bubbles were observed in the sheath shaft and inside the syringe. The guidewire was at the tip of the catheter exposed inside the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in the facility.